Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they experienced high blood glucose ranging from 200 mg/dl to 409 mg/dl. The customer did not mention any symptoms. The customer used manual boluses to treat. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer reported having issues with all sites and has changed the infusion set 17 times. The customer started auto mode but stated it does not correct their blood glucose. The customer had to manually bolus 15-18 units to try to correct and has not eaten anything. The customer reported the amount of insulin taken caused their blood glucose to crash, and eating anything causes their glucose to spike. The customer reported being new to the insulin pump and has been on the system for a week. Troubleshooting was not completed. The insulin pump will not be returned for analysis.